Event description:
Caller reported compact plus blood glucose results of 207 mg/dl on compact plus system 2,110 mg/dl on compact plus system 1 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
(B)(4).